Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the inspiratory flow sensor diaphragm was stuck to the top of the housing. The flow sensors were replaced.

Event description:
The hospital reported mechanical ventilation was not functioning as expected. There was no report of patient involvement.